Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. One needle did not present on deployment and apparently missed the barrel. Needle back down was not successful. A vascular surgeon was called for device removal. A cutdown was successfully performed in the cath lab. This event is being reported because similar occurrence of unsuccessful back down have led to reportable occurrences in the past.